Event description:
--

Event description:
Boston scientific received information that left ventricular (lv) lead dislodged post implant procedure. Furthermore, this lead exhibited loss of capture (loc) and increased threshold measurement. The lead was removed and replaced with new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product was returned for analysis. This report will be updated uponcompletion of analysis.